Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-apr-2021. The most recent information was received on 27-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a 46-year-old female patient who had essure (batch no. He011f3) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criterion medically significant), metrorrhagia ("metrorrhagia"), fatigue ("fatigue +++"), arthralgia ("joint pain"), loss of libido ("loss of libido") and depression ("depressive state") and was found to have blood test abnormal ("unbalanced blood tests"), 10 days after insertion of essure. Essure treatment was not changed. At the time of the report, the abdominal pain, metrorrhagia, fatigue, arthralgia, loss of libido, depression and blood test abnormal had not resolved. The reporter provided no causality assessment for abdominal pain, arthralgia, blood test abnormal, depression, fatigue, loss of libido and metrorrhagia with essure. The reporter commented: complaints have occurred all times since essure insertion, great impact on daily and social life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52 kgs. Blood test - on an unknown date: unbalanced. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) year-old female patient who had essure (batch no. He011f3) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criterion medically significant), metrorrhagia ("metrorrhagia"), fatigue ("fatigue +++"), arthralgia ("joint pain"), loss of libido ("loss of libido") and depression ("depressive state") and was found to have blood test abnormal ("unbalanced blood tests"), 10 days after insertion of essure. Essure treatment was not changed. At the time of the report, the abdominal pain, metrorrhagia, fatigue, arthralgia, loss of libido, depression and blood test abnormal had not resolved. The reporter provided no causality assessment for abdominal pain, arthralgia, blood test abnormal, depression, fatigue, loss of libido and metrorrhagia with essure. The reporter commented: complaints have occurred all times since essure insertion, great impact on daily and social life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Blood test - on an unknown date: unbalanced. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.